Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3531, serial# unknown, product type: external neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient via a manufacturing representative. The patient reported that they were receiving the message cannot provide your desired settings. The patient stated that they turned the external neurostimulator off. Additional information was received from the patient. The patient reported that they were getting screen 59 settings not available when using the controller. The patient decreased amplitude to 0.0ma and attempted to increase amplitude to effect but this did not resolve the issue. The patient reported that all 3 programs had been tried with no success. Additional information was received from a manufacturing representative on (B)(6) 2016 (rep). The rep reported that they were meeting with the patient on the day of report and described the wiring on the percutaneous extension as frayed and exposed. The rep was reviewed to wrap up the exposed wiring so that the patient was comfortable until they go back to redo trial. The date was pending at the time of report but a stage had been planned for (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_perc_extension, serial # unknown, product type extension. Analysis of the percutaneous extension (serial # unknown) found that the stim extension body was cut through and the product segmented. (B)(4).

Manufacturer narrative:
Product ID: neu_perc_extension, serial# unknown, product type: extension. Product ID: 357625, lot# unknown, product type: screening device. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The twist lock cable and percutaneous extension were returned for analysis.